Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced decreased hearing performance since 2020 (specific date not reported) followed by, tinnitus and dizziness with the device. It was also reported that, the patient was prescribed with a histamine-based medication for management of tinnitus (specific date and duration not reported). Multiple reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.